Event description:
It was reported that during an implant procedure, the patient was experiencing a burning sensation at the lower abdomen after coming out of anesthesia. It was unknown what contributed to the patients complication. The patient was admitted to the hospital beyond standard of care and was discharged with pain treatment. The patient was reportedly doing well.